Event description:
Customer ran blood glucose tests on 2 breeze2 meters and received readings of 140 and 68mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the strips for evaluation. New test strips and meter were sent.